Event description:
A registered nurse (rn) reported that a patient is hospitalized due to the peritoneal dialysis (pd) catheter nonfunctioning. The patient will have to do temporary in-center hemodialysis (hd) treatment. Upon follow up, it was confirmed that the patient was unable to complete the treatment on the reported date either with the cycler or by performing manuals. Pd nurse mentioned that the patient ended up with peritoneal abscess and they had to remove the catheter. The patient was admitted to the hospital on (B)(6) and remains hospitalized, with no discharge date yet. A new catheter was not placed until two days later. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6)2025 due to a non-functioning pd catheter. It was discovered that the patient had a peritoneal abscess. The cultures resulted positive for serratia no species provided). No antibiotic therapy was documented. The pd catheter was removed (date not provided), and the patient completed hemodialysis (hd) during the hospitalization. The patient was discharged (B)(6)2025, and the discharge paperwork states a diagnosis of peritonitis with peritoneal abscess. The pdrn stated that contamination is the suspected cause of the peritonitis due to serratia being a water-born organism. The patient was due in the clinic on (B)(6)2025 for an appointment. It will be decided if the patient will do home hd or in-center hd. The pdrn stated it is not likely that the patient will be able to do home hd. No further information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty cycler set and the patient event of serratia peritonitis with abscess and hospitalization with subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between use of the cycler set and the adverse event. Additionally, there are no reports of a cycler set defect reported for this event. The patient¿s culture result of serratia suggests a contamination event as this organism is capable of thriving in diverse environments, including water, soil, and the digestive tracts of various animals. Patients with serratia intra-abdominal infections may present with abscess and peritoneal exudate. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported that a patient is hospitalized due to the peritoneal dialysis (pd) catheter nonfunctioning. The patient will have to do temporary in-center hemodialysis (hd) treatment. Upon follow up, it was confirmed that the patient was unable to complete the treatment on the reported date either with the cycler or by performing manuals. Pd nurse mentioned that the patient ended up with peritoneal abscess and they had to remove the catheter. The patient was admitted to the hospital on (B)(6) and remains hospitalized, with no discharge date yet. A new catheter was not placed until two days later. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2025 due to a non-functioning pd catheter. It was discovered that the patient had a peritoneal abscess. The cultures resulted positive for serratia no species provided). No antibiotic therapy was documented. The pd catheter was removed (date not provided), and the patient completed hemodialysis (hd) during the hospitalization. The patient was discharged (B)(6) 2025, and the discharge paperwork states a diagnosis of peritonitis with peritoneal abscess. The pdrn stated that contamination is the suspected cause of the peritonitis due to serratia being a water-born organism. The patient was due in the clinic on (B)(6) 2025 for an appointment. It will be decided if the patient will do home hd or in-center hd. The pdrn stated it is not likely that the patient will be able to do home hd. No further information was provided.